Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap detached from the drain line of a homechoice cassette. This was observed before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation with an opened pouch. A visual inspection was performed with the naked eye which noted the drain line cap was detached from the drain line molded port. Functional testing was performed which included an underwater pressure test with no leak observed. Additionally, functional self and priming tests were performed and no abnormality was observed for the sample received. The reported condition was verified. The cause of the condition could not be determined, however, a probable cause could be due to user mishandling after the pouch was opened. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.